Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The cannula measured the correct full length according to specification. A root cause for the reported improperly inserted cannula could not be determined. No other damages or manufacturing deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level reached 401 mg/dl. The pod was worn between 1 and 4 hours on the hip/buttocks. It was noted that the patient was unsure if the cannula inserted properly into the infusion site. As treatment for the hyperglycemia, a new pod was applied and a correctional bolus.